Event description:
Customer reported the system will not display any images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the image processor. System operates as intended.